Event description:
Review of fax from inform system user facility reported patient blood glucose results of 11 mg/dl at 0631 and 66 mg/dl at 0634, (B)(6) 2010. Reported no adverse event relative to discrepancy. A request was made for the return of the meter, replacement sent. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.